Manufacturer narrative:
It was previously reported that the manufacturer received information alleging a negative flow fail. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed for negative flow fail of the machine flow sensor. The investigation root case was contamination of the machine flow sensor. Additionally this failure is covered in the trilogy evo risk assessment. The machine flow sensor was scrapped.

Event description:
The manufacturer received information alleging a negative flow fail. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed for negative flow fail of the machine flow sensor. The investigation root case was contamination of the machine flow sensor. Additionally this failure is covered in the trilogy evo risk assessment. The machine flow sensor was scrapped.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacture.

Event description:
The manufacturer received information alleging a negative flow fail. There was no harm or injury reported. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.